Manufacturer narrative:
Eval of the returned product found that the alarm powers on and passed all functional tests however; the alarm case is damaged near the battery compartment and the battery door can be slid out away from the alarm case. There is also damage to the bottom right corner of the alarm case. The sensor #1 receptacle is lifted and not properly seated, no functional issues were discovered with the receptacle. The liqui label is missing. MFR references (B)(4).

Event description:
Customer claims, the alarm has power, but an intermittent alarm tone when pressure is on the pad. Customer doesn't detect any other damage on the alarm case. Also, tested with a working sensor. There was no pt incident or injury.